Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. The stored electrocardiograms confirmed that the right atrial lead exhibited noise. The patient was asymptomatic to the noise. The noise was reproducible in the clinic as the patient would adjust his position in his seat. No programming changes were made and the patient would continue to be monitored.

Event description:
New information received on (B)(6) 2018 states that lead noise issue was observed on the lead. Lead was explanted and a new lead was implanted during a device change out procedure. No further information is available.